Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient's spouse reported that the patient was at the hospital, "inpatient for other reasons", that "they forgot to give him one of his heart medications", and that the patient's heart rate exceeded 150 beats per minute. It was also reported that the "device should have gone off but it didn't". Furthermore, an inquiry was requested regarding possible device malfunction. The device remains in use. No patient complications have been reported as a result of this event.